Event description:
Dr. Feels that the septum is damaged and in a refill the patient is receiving a bolus. The doctor feels the patient is potentially receiving an overdose. The pump is being revised on (B)(6) 2015. No adverse consequences to the patient have reported.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.